Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event was attributed to environmental factors not related to this product.

Event description:
The bone cement set prematurely. The implant and bone cement had been set in place before the surgeon realized that the cement did not have the proper consistency. The surgeon had to chisel out the cement. The second batch of cement set properly. There was no adverse consequence for the pt.